Manufacturer narrative:
This report is filed, february 2, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed a sore at the magnet site and was treated with topical and oral antibiotics in (B)(6) 2015 (exact date not reported). The issue resolved. The implanted device remains.